Manufacturer narrative:
Follow-up #1; date of submission: 08/27/2014 - device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2014 with the following findings: a cs-052 call service alarm, followed by a reboot event to clear the alarm, was observed in the black box data. Subsequently, the time and date were reset, and a cs-054 call service alarm occurred. These findings are indicative of the event reported in the initial complaint. During analysis, the pump powered on with the returned battery cap, which was unable to fully tighten due to an unrelated casing and cap damage issue. The pump was exercised for 24 hours with no reboot, loss of power, or call service alarms observed. A power-loss event was not observed during analysis; the reported event was not duplicated. Unrelated to the reported event, the battery compartment was cracked below the grip pad, and the cartridge compartment was cracked in the thread area. The threads of the battery compartment and cap were damaged, and evidence of moisture ingress was found on the underside of the battery cap. The pump failed a leak test at the crack in the cartridge compartment. The pump case was removed, and evidence of additional moisture ingress was observed on internal components. Also unrelated to the reported event, the display screen was found to be dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.